Manufacturer narrative:
Visual inspection of the returned instrument confirmed the tip of the torx driver has sheared off. The shearing was caused by torsion in a screw head. The root cause was not determined. It is unknown if the shearing was due to being over-torqued or due to normal wear and tear.

Event description:
Driver tip from regatta threaded screw driver sheared off into the head of the screw. Tip was flush with screw head and was not able to be retrieved. No injury sustained and no surgical time added.